Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. It was also seen that the dentist has used more drills than recommended to perform the implant installation and the occlusal overload ocurred.

Event description:
(B)(4). - the dentist reported that 7 days after dental implant was installed in intraoral region #30, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type ii, the procedure of immediate implant was done and bone graft was performed.